Manufacturer narrative:
Product event summary : the full lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing and a lead integrity alert was triggered. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Save to disk clinical data review was determined to be not required because physical analysis was complete.